Manufacturer narrative:
The initial report was filed under contour next test strips information. However, the lot # 8lpef06b indicated of the initial report was opened on (B)(6) 2019, which is after the event occurrence on (B)(6) 2019. The test strips used during the event were discarded by the customer. Therefore, report have been updated to reflect the meter information. The customer did not return the suspected product for evaluation. Therefore, an in-house contour next one meter was used with the in-house contour next test strips for testing. During in-house testing, the meter was tested with the test strips, which gave satisfactory performance. A device history record was reviewed for the suspected meter and no manufacturing anomalies were found.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's age and weight were not provided.

Event description:
The customer reported that on (B)(6) 2019, she was presenting symptoms such as vomiting, respiratory discomfort, diarrhea, urinary tract infection, dizziness, and infection in her umbilicus. Between 2:07 p.m. And 2:17 p.m., the customer obtained blood glucose readings of 243 mg/dl, 241 mg/dl and 263 mg/dl on her contour next one meter. The customer took her usual insulin dosage (15 units of lantus) and felt worse. She vomited and had diarrhea. The customer was hospitalized for two days. She stated that she reached hospital in an unconscious state and received medical attention due to the blood glucose readings and symptoms she had after the insulin intake. The customer indicated that she was hospitalized due to an infection she got by the number of times she punctured her abdomen to receive insulin injections. The medical attention received by the customer is unknown, except that she was given apple juice and ice cream in the hospital. The customer was advised to return the test strips for evaluation. Replacement meter and test strips were sent to the customer.